Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient underwent a novasure ablation procedure on (B)(6) 2023, once the procedure was successfully completed, they had issues to retract and remove the device from the uterine cavity. With more effort they could get it out of the patient cavity. Images provided could observe that the array was damaged while being removed. There was no harm / injury to the patient and the user. The involved device will not be returned to the manufacturer for analysis, as it was discarded by the facility.